Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the system and determined the cause of discordant calcium results were incorrect configuration settings on centralink data management server. Centralink failed to transfer the centrifugation time to the laboratory information system (lis) so samples that were centrifuged late after collection were reported out instead of being stopped by the lis for being "aged" samples. The instrument is performing within specifications.

Event description:
Discordant high results for calcium were obtained on an advia 2400 instrument. The results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.